Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (component code). As reported, during an ureteral stone lithotripsy procedure, the user detected in a flexor ureteral access sheath and dilators, that the hydrophobic layer on the surface of the ureteral sheath condensed and peeled after contacting water. The user changed to another sheath to complete the procedure. Investigation ¿ evaluation reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, and manufacturing instructions (mi), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: name: unknown, ni. Phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ureteral stone lithotripsy procedure, the user detected in a flexor ureteral access sheath and dilators, that the hydrophobic layer on the surface of the ureteral sheath condensed and peeled after contacting water. The user changed to another sheath to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.